Event description:
On 06/16/2023, it was reported by a sales representative via sems that an ar-9625 3.0 mm hex driver tip broke off of the driver shaft. This occurred during a case, the fragments were removed from the patient.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9625 serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the hex tip was broken off and significantly deformed/round. Measurement of the overall length of the device found the device is shorter because of the breakage. (Refer to the testing measurements results). Functional testing was not performed because the damage to the device. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head.